Event description:
The advocate called for help with the customer's contour ts system. She alleged that he had been receiving high glucose readings. The advocate performed control tests during the call and received results of 300 and 312 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.